Event description:
The customer reported, the high-definition autoclavable camera head has a ¿black (image) when plugged in¿. The customer reported problem was found at an unspecified event. No death or injury. And no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. And the customer¿s reported problem was confirmed. The image cannot be displayed when the cable is plugged in. A physical inspection observed the cable was cut and leaking during leak testing. Also, there is deformation to the coupler unit, the coupler cannot be locked smoothly. The investigation is still in progress. Therefore, the root cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no images displayed occurred due to a communication failure caused by a cable failure. It is likely that the cause of the cable failure was immersion from the part of the cable sheath cut. The cause of the immersion could not be identified . Regarding immersion of the cable, the phenomenon can be prevented by following the description found in the instruction manual which states: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.